Event description:
The customer reported that they had difficulty pacing a patient and that there were leads off messages. The device data card for the event showed that lead ii was immediately re-established after approximately 10 seconds. ECG input is then re-established, and a fibrillatory appearing waveform is seen.

Event description:
The customer reported that they had difficulty pacing a pt and that there were leads off messages.